Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event of "colon can not cut out." Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?

Event description:
It was reported that during an unknown procedure, the colon cannot cut out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56x22. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.